Event description:
It was reported that removal difficulty and device entrapment occurred. The target lesion was located in the mildly tortuous and mildly calcified left internal carotid artery. A 190cm filterwire ez were selected for use and a 10.0-31 carotid wallstent self expanding was deployed. During removal, resistance was noted, and the filterwire and wallstent became stuck resulting to removal difficulty. The branchor xs was passed through the deployed stent, and the fwez filter bag was retracted inside the catheter, and it was removed together with the stuck wall stent. After removal from the body, there was strong resistance when attempting to pull the wallstent that was stuck in the fwez, but it was successfully pulled out. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1- (B)(6).

Event description:
It was reported that removal difficulty and device entrapment occurred. The target lesion was located in the mildly tortuous and mildly calcified left internal carotid artery. A 190cm filterwire ez were selected for use and a 10.0-31 carotid wallstent self expanding was deployed. During removal, resistance was noted, and the filterwire and wallstent became stuck resulting to removal difficulty. The branchor xs was passed through the deployed stent, and the fwez filter bag was retracted inside the catheter, and it was removed together with the stuck wall stent. After removal from the body, there was strong resistance when attempting to pull the wallstent that was stuck in the fwez, but it was successfully pulled out. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address (B)(6). Investigation results: device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: only the guidewire was returned for evaluation. It is possible to observed that the guidewire and the spring tip were kinked. No other issues were identified during the product analysis. Media review: media was received in the form of images. Review of media shows the filterwire was kinked at the spring tip and the guidewire. Risk review a risk review performed for the filter wire device confirmed that the event of filterwire difficult to remove, spring tip bent/kinked and guidewire bent/kinked are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The kink in the guidewire and the spring tip, found in the product analysis and the media evidence, may be related with some other factors such as; excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity, moreover a device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found.

Manufacturer narrative:
E1: initial reporter address 1- (B)(6). Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. It was possible to observed that the filterwire was kinked at the spring tip and the guidewire.

Event description:
It was reported that removal difficulty and device entrapment occurred. The target lesion was located in the mildly tortuous and mildly calcified left internal carotid artery. A 190cm filterwire ez were selected for use and a 10.0-31 carotid wallstent self expanding was deployed. During removal, resistance was noted, and the filterwire and wallstent became stuck resulting to removal difficulty. The branchor xs was passed through the deployed stent, and the fwez filter bag was retracted inside the catheter, and it was removed together with the stuck wall stent. After removal from the body, there was strong resistance when attempting to pull the wallstent that was stuck in the fwez, but it was successfully pulled out. The procedure was completed. There were no patient complications as a result of this event.